Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that they were unable to get the control panel to recognize a universal serial bus on the arctic sun device. Clinical manager stated that they had tried three times with universal serial bus that worked on other devices. They had nurse to insert a universal serial bus with a light. The usb light never illuminated. Nurse discussed this implied the universal serial bus port was not communicating with the control panel. As per work order and customer communication with ess reviewed on 27dec2022, customer sending in device for repair.

Event description:
It was reported that they were unable to get the control panel to recognize a universal serial bus on the arctic sun device. Clinical manager stated that they had tried three times with universal serial bus that worked on other devices. They had nurse to insert a universal serial bus with a light. The usb light never illuminated. Nurse discussed this implied the universal serial bus port was not communicating with the control panel. Per work order and customer communication with ess reviewed on 27dec2022, customer sending in device for repair.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. Found no issues with downloading case data. Replaced usb cable from bracket assembly to control panel, preventatively. The arctic sun stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The reported event is unconfirmed, labeling/packaging review is not required and DHR review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.